Manufacturer narrative:
Follow-up submitted to report device evaluation. As indicated in this report the part returned is not an implant direct part.

Event description:
As per complaint (B)(4), a dental implant had a problem with osseointegration and the implant was removed. Pain was recorded.